Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, noise, and loss of capture. A surgical revision was performed, and the lead was tested via the pacing system analyzer (psa), and the high impedance measurements were reproduced. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a fracture of the outer coil approximately 19 cm from the terminal pin. Electrical testing verified the lead was not electrically continuous. Additionally, an x-ray of the lead provided visual confirmation of the fracture. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
This report is being filed to provide product investigation results.